Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section contained residual liquid, the light guide bundle of the insertion section was broken, the charged coupled device was broken, light transmission was absent or too low, resolution was inadequate, and pixelshift was incorrect. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had damaged lens. There were no reports of patient harm.